Event description:
It was reported that during a surgical procedure at the user facility, the saw caused a superficial burn below the lower lip of the pt of about 1 cm size. It was also reported that permanent damage is not expected. Back-up equipment was used to complete the procedure. Antibiotic ointment was applied to the burn. No delay was reported.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed, if add'l info is received and requires reporting.